Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 19th december, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the stop screws between fork and dome were missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem and h4 manufacture date deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 19th december 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the stop screws between fork and dome were missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 19th december 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the stop function is no longer present between the fork and the dome. The fact that the stop is no longer present is related to a unusual abrasion of the head screws, and therefore, can generate metal particles falling. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Previous h4 manufacture date: 2017-11-16. Corrected h4 manufacture date: 2017-11-17. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a., getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the stop function is no longer present between the fork and the dome. The fact that the stop is no longer present is related to an unusual abrasion of the head screws, and therefore, can generate metal particles falling. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was being used for patient treatment or diagnosis when the event took place. The problem with the stops rotation reported on some pwd700 light heads is due to a lack of contact area between the stops. These stops realized with screw heads seem to be too short and become ineffective over time. The result is that the light can rotate freely, unplugging the cables and eventually creating some metal fillings. In september 2011, maquet sas has changed these screws in the production line but has not noticed any adverse outcome. Before this date, the screws were a bit longer, hence the stops stronger and should not be concerned by this problem. This issue is followed through the CAPA #464134. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 19th december 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the stop function is no longer present between the fork and the dome. The fact that the stop is no longer present is related to a unusual abrasion of the head screws, and therefore, can generate metal particles falling. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.